Event description:
It was reported by the rep that the (1) 511sd was used during a laparoscopic hernia procedure. It was reported that upon completing the case, the surgeon discovered the inner gasket on the 511sd to be missing. There was no consequence to the patient.